Event description:
A family member reported that when trying to deliver a bolus, the patient was having trouble entering the bolus amount; the bolus would get cancelled or would show zero units. The family member confirmed the keypad was intact but the buttons felt harder to press. The patient reportedly wore the pump in a leather case and did not clean the pump.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/15/2011 with the following findings: the keypad buttons were found to be intermittently responding to presses. The keypad was removed and adhesive was observed under the button contacts. (B)(6).